Event description:
Dexcom was made aware on 03/05/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the arm. The patient developed a rash, inflammation, drainage, a scar, and an infection under the sensor patch. The patient had an itching sensation in the area. Photo of the skin reaction in the complaint record was reviewed. The photo confirmed the skin reaction. On (B)(6) 2024, the patient consulted a health care provider who prescribed oral cetaflexin antibiotic medication (which is presumed to mean cephalexin, unspecified dosage) for the infection. Due diligence attempts to contact the reporter for more information were attempted but not successful. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).